Event description:
Faciility alleges blood leak during dlysis. Chief techician reports leak occurred at start of dialysis. First use. Circuit discarged. Estimated blood loss 200 cc. No pt injury reported.